Event description:
It was reported by the affiliate that the (1) 35os was used during a laparoscopic colectomy procedure. It was reported that the instrument had a broken gasket. The case was completed with a new instrument. There was no consequence to the pt.